Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display image shows slight flickering and was missing the lower half of the display. The corrupted image prevents reading of the device software versions and current alarm settings. The lcd was replaced and the unit functioned as designed.

Event description:
It was reported that the right half of the display is white. Additional information received from customer indicated that the values, error messages, visual alarms, etc. Were obstructed due to the malfunction. The unit was able to engage in monitoring activities. No known impact or consequence to patient.